Event description:
Patient presented with a significant angle in the proximal neck and a reverse conical aortic neck. Access and deployment of a 28-16-120bl bifurcated device was uneventful. During deployment of a 34-34-80le proximal extension, the cuff slipped distally, resulting in a proximal type I endoleak. A palmaz stent was placed to resolve the endoleak with good results.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Patient anatomy had angulation >60 degrees and neck diameter that did not meet criteria for indications for use; off-label.